Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down/smartphone: lockdown. Omnipod 5 software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a severe hypoglycemic event that resulted in a fall, during which the patient¿s omnipod controller was broken. The patient presented to the emergency room (ER) due to hypoglycemia. No further information regarding the ER visit, including diagnosis or treatment, was provided. It remains unclear whether the patient was wearing the pod at the time of the hypoglycemic event or ER visit. It was further noted that the patient has end-stage renal disease (esrd) and is awaiting a kidney transplant. No additional information was provided despite three good-faith attempts, to obtain further details.